Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the pump supplies; occlusion was resolved. Customer's blood glucose was 280 mg/dl.